Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unknown mentor breast implant and experienced postoperative unexplained systemic symptoms, including raised red rash up and down side of body, breast was double the size of original implant, fatigue, tachycardia, anxiety, panic attacks, widespread full body inflammation, pain (neck, shoulder, back, joint, and muscle), widespread nerve pain, breast sensitivity, breast swollen, enlarged lymph nodes, blurred vision, dry eyes, brain fog, confusion, hair loss, asthma, upper respiratory infections, sensitivity to light, migraine headaches, foot pain, depression, rosacea, irritable bowel syndromes, breast pain, pneumonia, dry brittle nails, dry hair and skin, dehydration, shortness of breath, bacterial infection inside the breast capsule, and red burning eyes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2017. This medwatch report is for the right-sided implant.